Event description:
Olympus was informed that toward the end of a robotic nephrectomy procedure, the probe broke in half and fell inside the patient. The probe broke in half and fell inside the patient. The broken piece was successfully retrieved. The physician reported that he did not hear any alarms during the procedure. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus has followed up to obtain additional information from the user facility and was informed that an olympus representative reviewed the device error logs and found several errors for seal, cut and probe damage. It was stated that upon visual inspection of the device teflon pad was found damaged.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the probe was damaged. The broken probe tip measured 16mm in length. A probe check was performed on the device and probe check failed. An error code u509 was observed. A visual inspection noted that the teflon pad was found to have normal wear and tear. The proximal end of the device was inspected under microscope and the probe was found fractured.